Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, which involved resetting the pump, and subsequently, the error did not occur again. The customer was able to successfully start their sensor session.